Event description:
The following has been reported by customer: machine states to close line and set/air installation after installing line into machine and closing the door latch. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.